Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the loss of power was believed to be due to the patient having a neurologic event (new stroke, possible seizure) causing unconsciousness; rendering the patient unable to change the batteries. The vad stopped after critical battery alarms because the batteries died.

Event description:
It was reported that a ventricular assist device (vad) patient was found unresponsive at home after having been evaluated for a new seizure and refusing admission a few days prior. Per the caregiver who found the patient, the controller was connected to one dead battery with no second power source, and the controller was off with no alarms occurring. The controller was then connected to two fully charged batteries, after which the controller powered up and displayed normal vad parameters with no alarms. The patient was transported to the hospital, where a computerized tomography (CT) of the head revealed a new cerebellar cerebrovascular accident. The patient's mental status improved to arousable and could protect airway but was not able to follow commands and was experiencing left sided weakness. Logfiles were reviewed which revealed loss of power, controller fault and low flow alarms. The controller and vad remain in service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2025 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 25-jan-2024, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.